Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend on the rv (right ventricular) pacing lead was rising to beyond the expected upper range, and the pacing capture threshold in the rv (right ventricle) was elevated.

Event description:
It was reported that the patient presented to the emergency room with pocket stimulation. It appeared that the lead experienced a polarity switch due to rising and high impedance, and high thresholds. The device was checked again and it was noted the impedance was dropping. The device was reprogrammed and the lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.